Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to low blood glucose. The cause of death was natural causes. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 20 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. One week prior to admission, the customer was at 20 mg/dl that led to a hypoglycemic type coma and seizures. At the hospital, the customer was given glucose and went up to 300 mg/dl. Usually the customer took of their pump when they went to bed, but on that day they did not. The caller declined to provide further details or contact. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.